Event description:
It was reported that a malfunction alarm with code malf 15 occurred. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code reappears.

Manufacturer narrative:
Customer reported that the malfunction alarm reoccurred. Customer reverted to using an alternate method of insulin therapy.